Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss from a tear in the tubing between the pump and cylinder near the pump. A new inflatable penile prosthesis was implanted. No patient complications were reported.